Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely by communicating with customer and confirmed that the system would not boot up. The customer found a bad fuse in the mpd control unit and even after replaced it the issue remains the same. The remote service engineer (rse) suggested to the customer to replace the mpdu (m-cabinet power distribution unit) control unit. After replacing the mpdu (m-cabinet power distribution unit) control unit by customer, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.